Event description:
It was reported that when using the bd pyxis¿ es server, the server was not communicating with the ehr, and orders were not crossing from epic to pyxis. All stations were operating in critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) logged in to the server and ran queries. The site was down, and all issues were communicated successfully. The tss checked the hsv (health sight viewer) and found the device in critical override. The tss confirmed that the upgrade team assisted the customer and successfully resolved the issue. The system functioned as intended after the tss tested and customer resolved the issue.